Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the actuation and cutting failure of a cutter occurred during procedure. The condition of aspiration was unknown. The procedure was completed without problems after replacing the product with another one. There was no patient harm.

Manufacturer narrative:
One opened probe was received, without tip protector, in a bubble bag. At the time of receipt, the probe needle was observed to be bent. The sample was visually inspected and found to be nonconforming with probe needle and inner cutter bent and cracked at the stiffener, confirming the received condition. No functional testing could be performer due to the bent/cracked condition of probe needle and inner cutter. The probe was disassembled, and the components inspected. The degree of wear could not be determined due to inner cutter broke while trying to extract it from the bent/cracked needle. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint was unable to confirm the report of actuation and cut failure due to probe needle/inner cutter bent/cracked condition. How and when the probe needle/inner cutter became bent/cracked cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent/cracked probe needle/inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).